Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported high voltage arcing from the system followed by a lock up and an un-commanded restart. There is no report of a pt injury or death associated with this event.